Event description:
As reported by the user on (B)(6) 2012, a pt of unk age and gender presented for an unnamed procedure. During the procedure, while the angiographic catheter was in the pt, the tip of the catheter split. The treating physician removed the device from the pt without incident. The procedure was successfully completed without further complication. There was no report of harm or injury to the pt due to this event.

Manufacturer narrative:
The device involved in the reported incident has been returned to the MFR and a device evaluation. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the mfg records for the reported lot number indicated all device specifications and quality requirements were satisfied. A review of the angiodynamics complaint system noted no trends for this product family and complaint type.